Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges, lot# s21284 and I-stat analyzer sn 328702 that yielded a suspected discrepant pt/inr result of 4.3 on a 61 year old female patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. However, I-stat1 (B)(4) is being replaced at no charge and returning for investigation. I-stat 328702 s21284 (B)(6) 2022 09:56 ni 4.3 fingerstick, stago ni (B)(6) 2022 10:00 ni 2.9 buff. Na citrate 0.109m, 3.2% whole blood venipuncture. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4) (cartridge). Apoc incident # (B)(4) (I-stat). Additional I-stat analyzer information. Sn: (B)(4), mfg date: 23-jun-2008, exp date: n/a. Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 22-apr-2022. The customer reported that analyzer s/n (B)(6) produced unexpected (high) inr results with pt/inr cartridge lots s21284 and s21294a when compared to another I-stat 1 analyzer (s/n (B)(6)) and a laboratory instrument (stago). Analyzer s/n (B)(6) was shipped to apoc-ottawa for an initial evaluation on the "normalized clot time response" results for all coagulation cartridge types (act celite, act kaolin, and pt/inr) using different test fluids. A review of the evaluation summary report for analyzer s/n (B)(6) showed that it produced testing results that were within the acceptance ranges, similar to control analyzers tested at the same time ("normal analyzers"), and no abnormalities were observed.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 08-sep-2022. The customer reported that analyzer s/n (B)(6) produced unexpected (high) inr results with pt/inr cartridge lots s21284 and s21294a when compared to another I-stat 1 analyzer (s/n (B)(6)) and a laboratory instrument (stago). Failure analysis did not reproduce the customer complaint of unexpected inr results. Analyzer s/n (B)(6) functioned according to specification during testing and produced results that were within the acceptance ranges. A rocketware search spanning eight months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2022. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s21284 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.